Manufacturer narrative:
This report is submitted on january 11, 2021.

Event description:
Per the clinic, the patient developed a skin infection at the abutment site, and was treated with antibiotics (specific type and duration not reported). The implanted device remains.